Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called the technical service engineer (tse) and stated that the left eye was missing. The surgeon moved over to the other console to complete the case. The customer would like the field engineer (fe) to look at the system as this was the 3rd time this had happened. The customer called in a few weeks ago and it happened for the previous day's case as well. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2022 during a malignant hysterectomy procedure. The procedure was confirmed to have been completed robotically with no injury to the patient. Patient demographic information could not be provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the left eye was missing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and therefore, replaced the high resolution stereo viewer (hrsv) (part no: 952151-01, serial no: (B)(4)) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was evaluated by the failure analysis team on (B)(6) 2023. The reported failure could not be replicated/confirmed. In-house fa: the monitor was installed into the pca system and start-up of the ssc had good video on both eyes. There was no noise and one hour power cycles were completed without any issues. The complaint regarding the left eye was missing was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to the other surgeon side console after the start of the procedure since the left eye of the original console was intermittently black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) monitor was returned to the original equipment manufacturer (OEM) for further analysis. It was found that there was no image due to a main board defect. Therefore, the main board was replaced. The complaint regarding the left eye missing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue was attributed to a component failure.